Event description:
It was reported that, two sets of the six legs were crossed during deployment of a vena cava filter and the apex was contorted. It was reported that, the physician and the tech believe that there was a problem with the catheter, because the doctor said that he did not twist or contort the product. Reportedly, they did not have any difficulty with placement or delivery of the filter. The filter was deployed and remains implanted the pt. Another manufacturer's vena cava filter was placed above that one. No injury to the pt was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter was not returned for evaluation as it remains implanted. The delivery system also was not returned. It is unknown if pt or procedural factors contributed to this event. The results of the investigation are inconclusive and the root cause is unknown.